Event description:
Reporter states they currently use flexi-seal signal fms and she experienced the following: while trying to deflate the water from the balloon at the time of removal (discontinuing use of the product) using the provided 60cc luer lock syringe she could not get the water out of the balloon. After several attempts, she got a 30cc syringe from her supplies and was able to remove the water and remove the flexi-seal.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device did not perform as intended during removal. If the balloon fails to deflate in use, it is common practice to cut through the inflation line to deflate the balloon. However if that fails, a 45 ml inflated balloon can be pulled out with minimal to no tissue damage because of the large dilatation capacity of the anal canal. No injury to the pt was reported. According to the reporter, they were able to "remove the water and remove the flexi-seal". No additional info has been provided to date. A return sample for evaluation is not expected. Lot number was not provided and customer could not provided. Unable to confirm manufacturing site.